Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2018. It was reported that on (B)(6) 2018 the patient was transfused with one unit of packed red blood cells for bleeding of unknown etiology. No further information was provided.

Manufacturer narrative:
No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was received 18mar2019: it was reported that the patient received a left ventricular assistive device (lvad) on (B)(6) 2018 and had a complicated post-operative course including pulseless electrical activity (pea) arrest on (B)(6) 2018. Bleeding was suspected to be related to recent CPR in the setting of lvad/therapeutic warfarin.

Manufacturer narrative:
The patient remained ongoing on vad support until an outcome reportedly occurred on (B)(6) 2018. The details of the outcome were not reported to the manufacturer. The explanted device was returned and evaluated in accordance with clinical trial protocol. A correlation between the device and the reported event could not be established. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.